Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to an unknown reason. The lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unspecific product performance issue. This lead was replaced. No additional adverse patient effects were reported. Clarification was latter received, indicating that this lead was surgically abandoned due to high shock impedance measurements.